Manufacturer narrative:
The hospital biomed reported evaluating the ventilator device and cycling the device without any incident. The biomed reported not being able to duplicate the reported event. The vyaire technical support group provided further service recommendations however, no assembly failure has been identified and no facility service request has been made by the customer. No parts are expected to be returned for evaluation by the manufacturer therefore, no further investigation is required.

Event description:
The customer reported an unresolved auto cycle issue while in use on this ventilator device. The customer reported no patient harm. The hospital biomed reporting evaluating the device however, he has been unable to duplicate the reported event. The biomed also performed the extended systems test (est) on the device and passed.